Event description:
It was reported that having used the blade twice the edges had become worn down and could no longer cut. It was further reported that the procedure was completed successfully and there was no patient impact or adverse consequences as a result of this event.

Manufacturer narrative:
The device has been returned. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that having used the blade twice the edges had become worn down and could no longer cut. It was further reported that the procedure was completed successfully and there was no patient impact or adverse consequences as a result of this event.

Manufacturer narrative:
The device was returned. The quality investigation is complete.